Event description:
It was reported that there was no vacuum for the cs300 intra-aortic balloon pump (iabp). It was later clarified that there was a low vacuum. It is unknown under which circumstances the event occurred. However there was no patient was involved and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4 (UDI#), e1, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: b5.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and performed the pneumatic module leak tests and observed the vacuum was low. The stm replaced the drive manifold and noted that after replacement, the vacuum was restored. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that there was no vacuum for the cs300 intra-aortic balloon pump (iabp). It was later clarified that there was a low vacuum. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.